Manufacturer narrative:
The reported event of noise was confirmed. As received, a complete lead was returned in two pieces measuring 13.5 cm and 37.5 cm, respectively. An external insulation abrasion from was found at 27.0 ¿ 27.2 cm from the distal tip breaching the outer insulation and exposing the outer coil, consistent with friction to the device can.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for routine device interrogation with the right atrial lead exhibiting several episodes of noise. The patient was scheduled for lead extraction, and the lead was explanted and replaced. There were no adverse patient consequences.